Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/09/2023. An investigation was conducted on 03/16/2023. The photograph attached to the parent complaint is from intake and is described below during the device evaluation. A visual inspection was conducted. Signs of clinical use and evidence of heavy charred material was observed on the heater wire. The heater wire was observed to be intact with no visual defects observed. The gray silicone insulation on the tip of the cold jaw was observed to be peeled off, exposing the metal tip of the cold jaw. The peeled cold jaw insulation was not returned for evaluation. The hot jaw insulation was observed to be intact with no visual defects observed. There were no visual defects observed on the returned cannula or intact c-ring. Based on the returned condition and the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot #3000289927 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 tip of cautery fell off. Used new kit to finish case. No added time or incisions. No patient harm.